Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd pegasus yel 24ga x 0.75in prn had a defective heparin cap. The following information was provided by the initial reporter: "when replacing the airtight anti-needle-stick intravenous indwelling needle, the heparin cap was found to be deteriorating and the indwelling needle was immediately replaced for infusion therapy."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1259561. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported bd pegasus yel 24ga x 0.75in prn had a defective heparin cap. The following information was provided by the initial reporter: "when replacing the airtight anti-needle-stick intravenous indwelling needle, the heparin cap was found to be deteriorating and the indwelling needle was immediately replaced for infusion therapy."